Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. Phone number not provided. A follow-up report will be submitted once the repair has been complete.

Event description:
It was reported that the ventilator had low tidal volume. No patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date of report : 31may2019, date rec¿d by MFR :16apr2019. The customer was provided with a quote for service and replacement of the flow exhalation sensor. The customer did not approve the quote for service/repair of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.